Event description:
It was reported that there was an issue with the product. The loop of the device broke off intraoperatively. According to the complaint description, the loop broke off inside the patient. The broken fragment is missing and was not found. The patient was x-rayed and all surgery teams were in agreement that the product is no longer in the patient. Irrigation was done as well. According to the surgeon, there is no evidence of fragment retention, the surgeon is confident that the fragment had been removed by irrigation. The patient recovered well. Additional patient information is not available.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).